Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "two years ago the device reached recommended replacement time and there was no intention to replace it. The device and all alerts were turned off." Recently, there was an alert for inactive charge circuit. The manufacturer provided an explanation for why the device should be removed. No patient complications have been reported as a result of this event.